Manufacturer narrative:
The sig fem adpt torque wrench associated with the reported event was not returned for evaluation. Follow-up communication for product return was unsuccessful. A complaint database search found that a corrective action (B)(4) was implemented in (B)(6) 2008. (B)(4) was initiated to add ridges to the end of the torque wrench to better secure the black plastic cap. The current complaint sample was manufactured in (B)(6) 2007, before the implementation of (B)(4). The investigation could not draw any conclusions about the root cause of the missing protector cap without the instrument and protector cap to examine. Based on the inability to conclusively determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While reassembling the instruments, it was noticed that the ring was cracked on the torque wrench. It was not noticed during the procedure.